Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a vascular stent started to prematurely deploy; however, the stent and delivery system were retrieved as one unit without incident. An additional vascular stent was prepped and deployed at the lesion site successfully. There is no reported pt injury.